Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm during bolus delivery on the insulin pump. The customer's blood glucose level was 121 mg/dl. The customer was advised to disconnect to the insulin pump. The customer was advised after the troubleshooting was performed to discontinue use of the insulin pump and revert to backup plan. The customer was advised to return the insulin pump and it will be replace. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked display window, cracked case at the display window corners and a cracked reservoir tube lip.